Event description:
The MFR product evaluation identified burning or melting of pin 3 on the inform meter. No pt injury was reported and no treatment was received. Replacement product was shipped and the product was returned.